Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of a combination of rotational mismatch between the femoral and tibial components (femoral component externally rotated and/or tibial components internally rotated) and third body wear, which resulted in polyethylene wear and severe delamination on the tibial insert. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8 yrs postop the initial l tka, the surgeon completed a l knee scope on this female patient previously and noticed severe delamination of the poly. He then scheduled the patient for a poly swap where he removed the current poly and put in a new insert. The patient wanted the most minimal fix, meaning switching out the old insert for a new insert. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g7 and h2 have been updated accordingly. Section b5: additional information received indicates that the patient symptoms were knee pain, that is also why the surgeon did the scope.